Event description:
Baxter (B)(4) received a report that an infusor had a leak at the connection of the tubing and stress member during priming. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at the junction of the tubing and the stress-member. The root cause was determined to be an operator error: insufficient bonding at the seal between the tubing and stress member. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2013. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If there is any additional relevant information, a supplemental medwatch will be filed.